Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed loss of capture, and high pacing impedance exhibited by the right ventricular (rv) lead. A subsequent remote transmission also showed that the patient had an episode of ventricular tachycardia (vt) where anti-tachycardia pacing (atp) failed due to lack of capture. The patient was scheduled for replacement and the lead was explanted. The patient was stable.